Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's back was hurting so bad because they had gone a couple days without stimulator. Patient stated it was due to being without stim for a couple days and the snow in her area making her back hurt. Patient stated it was pretty good last night but not so good this morning. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery was not communicating and that was the cause of being without stimulation.